Event description:
It was reported to boston scientific corporation that an rx locking device and biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2010. According to the complainant, after the procedure was completed it was noticed that the foam sponge had become dislodged from the biopsy cap and was inside of the scope channel. It was successfully removed. The procedure was completed with this device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Event description:
It was reported to boston scientific corporation that an rx locking device and biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, after the procedure was completed it was noticed that the foam sponge had become dislodged from the biopsy cap and was inside of the scope channel. It was successfully removed. The procedure was completed with this device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
Exact patient age is unknown, but is over 18 years. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
A visual evaluation of the returned device found that the foam sponge had detached/separated from the rx biopsy cap. The rx biopsy cap was not returned, and it is unknown if the cap was damaged during use. It was determined that the star-shaped slits on the foam insert (sponge) were not perforated/manufactured correctly; not all the slits were completely perforated. This could potentially cause the sponge to detach from the rx biopsy cap during device insertion due to the device catching on the sponge and not having a clean slit/path to penetrate. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A lot history search was performed and found no other complaints against the reported lot number. (B)(4)